Event description:
Malfunction: vacuum cutting out. The nurse reported that during vfc while using extraction the vacuum was cutting out. The nurse noticed an advisory popping up and clearing too quick to notice the message. Finally the message was displayed long enough that they were able to see something like 'vfc not connected' in the window. The nurse called the company technical support specialist (tss) to assist with troubleshooting. While on the phone with the tss, the nurse checked the event log and it was blank. Also, the tray arm is locked in place and cannot move properly. Multiple attempts were made for more information on the event and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported with vfc. The tray arm parts and the pcb were replaced. The tray arm parts were disposed of. The pcb was replaced for diagnostic purposes. Preventive maintenance was performed. The system was then tested and met all product specifications. The pcb has been received and in-house testing is in progress. (B) (4). (B) (4). (B) (4).